Manufacturer narrative:
(B)(4). Note: beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: a beckman coulter field service engineer (fse) was dispatched to evaluate the customer's instrument. The fse inspected the instrument and replaced the reference valve. All verification testing passed within instrument specifications. In conclusion, the reported was likely caused by a hardware malfunction. The problem was confirmed. Beckman coulter has not implemented any initial corrective actions or preventive actions.

Event description:
The following event was reported: erroneous results for sodium, potassium, glucose and chlorine. There was no report of death or serious injury.